Event description:
The support mandrel was removed from the device and the device was prepped and the lumen was flushed. The device was advanced to the mid left anterior descending artery and was deployed. However, under fluoroscopy, when the physician looked at the lesion site, there was no stent present. When one of the cath lab staff looked at the back table, the stent was still on the support mandrel. Therefore, another mini vision 2.5x15 was deployed and the procedure was completed. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect prep. Evaluation summary: the stent delivery system (sds) was returned with blood on the shaft and balloon as well as thick crystallized contrast on the shaft and in the inflation lumen and balloon. The returned stent implant was dislodged from the loosely folded balloon. These observations are consistent with the reported information that the product was prepared for use and inflated in the anatomy. The protective sheath and stylet were not returned, which may have aided in the evaluation. There was a kink and multiple bends through the entire length of the hypotube (proximal shaft), which is consistent with post-procedure handling when packaging for return. The returned product had crimp marks on the balloon between the markers, which may suggest that the stent implant was properly and securely crimped onto the balloon during manufacturing. The measured stent implant outer diameters met manufacturing criteria. Analysis of the returned product does not indicate a product quality deficiency. The dislodged stent implant was bent between the fifth and sixth row of proximal stent struts. This stent damage was not reported and may have occurred during removal of the protective sheath or after dislodgement from the balloon. If it occurred during removal of the protective sheath, it may suggest that user technique or inadvertent mishandling (such as gripping too hard or removing at an angle) may have contributed to the reported stent damage and subsequent dislodgement. However, as this could not be confirmed, a conclusive cause cannot be determined for the stent dislodgement or damage. During manufacturing, all stent delivery systems are inspected for balloon and crimped stent damage as well as proper crimped stent outer diameters. Additionally, a sampling of units is destructively tested to verify crimped stent outer diameters and stent dislodgement force. Based on the reported information, the dislodged stent was not noticed during preparation for use and the product was inserted without the crimped stent implant. The multi-link vision instructions for use states: prior to using the multi-link vision rx or multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. While this reported improper procedure resulted in using a damaged unit (dislodged stent), it did not contribute to the stent dislodgement itself. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and revealed no other similar incidents reported for this lot.